Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable and power supply had exposed wires. The unit was powered on with a replacement power extension cable and power supply. The root cause was isolated to physical damage due to an undetermined event.

Event description:
Related manufacturer ref: 3004936110-2022-00679. This report is to advise of an event observed during analysis confirming exposed wires of the power supply.